Event description:
It was reported that the patient had been given general anesthesia in preparation for the water vapor therapy procedure. During the procedure, the first delivery device was primed successfully. However, during the first injection an error occurred. The generator advised to check the water syringe. The delivery device was replaced, the generator was turned on and off, and the syringe was refilled and replaced. However. The troubleshooting step remained unsuccessful. A total of three delivery devices were attempted to be used. However, the same issue occurred with each delivery device. Errors 275 and 241 were received. The procedure was rescheduled and performed with another generator and delivery device. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia.

Manufacturer narrative:
The generator was received for analysis. The service department was unable to confirm the errors reported by the customer. The errors were also not able to be duplicated. However, multiple 200 series errors were found in the generator logs. The delivery device cable was replaced with a new one as a preventative measure. The generator passed full functional, systems, and electrical safety tests. The evidence from the product record review did not identify a potential product quality issue or new patient harm. It can be concluded that at this point that unknown factor most probably contributed to the reported event.

Event description:
It was reported that the patient had been given general anesthesia in preparation for the water vapor therapy procedure. During the procedure, the first delivery device was primed successfully. However, during the first injection an error occurred. The generator advised to check the water syringe. The delivery device was replaced, the generator was turned on and off, and the syringe was refilled and replaced. However. The troubleshooting step remained unsuccessful. A total of three delivery devices were attempted to be used. However, the same issue occurred with each delivery device. Errors 275 and 241 were received. The procedure was rescheduled and performed with another generator and delivery device. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia.